Event description:
It was reported that the customer is in the hospital experiencing high blood glucose levels, and the insulin pump is not working properly. The customer has been experiencing high blood glucose levels even though she has changed the infusion set. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube and broken belt clip slot.